Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a missing end cap sticker and minor scratches on the display window.

Event description:
It was reported that the insulin pump was cracked near the reservoir and the customer was in the hosp for a non diabetes related reason. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).